Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended if exceeds 150 ohms, consider a synch max energy shock. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) recommended if exceeds 150 ohms, consider a synch max energy shock. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, that a synchronize shock was delivered with 111 ohms of shock lead impedance. The plan is to continue to monitor. Additionally, the field representative stated that the device was programmed command shock sync but the physician did not feel it was delivered sync and stated there was a delay between qrs and shock nonetheless, the strip was missing to discuss timing. Technical services (ts) suggested send it via email for review. Upon review, the strip showed the shock was delivered sync. This rv lead remains in service. No additional adverse patient effects were reported.